Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a cut in the hose near the muffler area, the cylinder pawls, locking pawls, and locking pawls release were damaged, the locking collar and motor housing were dented, loose set screw, overheated tube housing, the locking mechanism did not hold the cutter securely, and the device started overheating during assessment. It was further determined that the device failed pretest for hose verification, loctite assessment (modified set screws), cutter lock assessment, safety assessment (power broken), and temperature assessment. Therefore, the reported condition that the device had a hole in the hose was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the motor device had a hole in the hose. During service and evaluation it was determined that the device started overheating during assessment, and the device would run in the locked position (power broken). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.